Manufacturer narrative:
Block d2b: nhl, pjs

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced poor wound healing and purulent discharge at the burr hole incision site. Cultures were taken, but the results were not provided by the physician. The patient underwent a procedure wherein the wound was washed out. The patient did well postoperatively.

Manufacturer narrative:
Correction to the initial MDR in block h6. Additional suspect medical device component involved in the event: product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Batch: 33855519.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced poor wound healing and purulent discharge at the burr hole incision site. Cultures were taken, but the results were not provided by the physician. The patient underwent a procedure wherein the wound was washed out. The patient did well postoperatively. Additional information was received that culture results showed mixed skin flora and the patient was prescribed antibiotics per hospital protocol. The physician assessed the event to be unrelated to the device; noting the patient has many allergies but the cause is unknown.